Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and a review of the system logs confirmed that several erbe-related errors occurred. During functional testing the unit generated error code 1-71 followed by c-71. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe had no energy from any of the ports. No faults were present. The procedure was completed with a replacement vision side cart. There were no reports of patient injury.